Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and breath delivery (bd) back ground errors. Reportedly, review of the alarm log record indicated that the device entered backup ventilation after an occlusion. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of the event the ventilator had stopped cycling and the patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: field service engineer review of the alarm log record indicated that the device entered backup ventilation after an occlusion. The inspiratory flow module (ifm) and universal serial bus (usb) were replaced. The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and was returned to the customer. The replaced ifm and bus were returned for failure analysis. Both the components were visually inspected with no notable anomalies. The ifm was attached to the failure investigation test ventilator. The ventilator powered up and was placed in normal ventilation mode. The unit ran in normal ventilation mode with no errors or unexpected alarms observed during the run period. Conclusion: there was no fault found. The usb flash drive was attached to the failure investigation test ventilator. The fault was isolated to the usb flash drive. If information is provided in the future, a supplemental report will be issued.